Manufacturer narrative:
H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six and a half years following the implant of this transcatheter bioprosthetic valve, the patient developed shortness of breath, lightheadness, and coughing, and was taken to the emergency department. The b-type natriuretic peptide was elevated. The patient was diagnosed with acute decompensated heart failure and treated with intravenous diuretics. A transesophageal echocardiogram (tee) was performed and the valve appeared well seated in the aortic position with an ejection fraction of 55-60%. The valve leaflets were not well visualized; however, severe central regurgitation was present. The peak gradient was 30 mmhg and the mean gradient was 16 mmhg. Four days later, a repeat tee was performed and confirmed regurgitation with a small echodensity with independent motion seen at the ventricular aspect of the anterior leaflet which was suspicious for vegetation due to a recent bacteremia, however, thrombus was not ruled out. A diagnostic coronary angiogram was performed in preparation for a planned surgical aortic valve replacement with coronary artery bypass graft. No additional adverse patient effects were reported.

Event description:
Medtronic received information that six and a half years following the implant of this transcatheter bioprosthetic valve, the patient developed shortness of breath, lightheadedness, and coughing, and was taken to the emergency department. The b-type natriuretic peptide was elevated. The patient was diagnosed with acute decompensated heart failure and treated with intravenous diuretics. A transesophageal echocardiogram (tee) was performed and the valve appeared well seated in the aortic position with an ejection fraction of 55-60%. The valve leaflets were not well visualized; however, severe central regurgitation was present. The peak gradient was 30 mmhg and the mean gradient was 16 mmhg. Four days later, a repeat tee was performed and confirmed regurgitation with a small echodensity with independent motion seen at the ventricular aspect of the anterior leaflet which was suspicious for vegetation due to a recent bacteremia, however, thrombus was not ruled out. A diagnostic coronary angiogram was performed in preparation for a planned surgical aortic valve replacement with coronary artery bypass graft. No additional adverse patient effects were reported. Additional information was received that indicated endocarditis was not present as all blood cultures remained negative and no thrombus was observed on the valve. The valve was surgically explanted and the severe aortic regurgitation was resolved 15 days following onset. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added d6b. Explant date added d9. Device return and date added h6. Patient codes e0514 and e0610 were removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six and a half years following the implant of this transcatheter bioprosthetic valve, the patient developed shortness of breath, lightheadedness, and coughing, and was taken to the emergency department. The b-type natriuretic peptide was elevated. The patient was diagnosed with acute decompensated heart failure and treated with intravenous diuretics. A transesophageal echocardiogram (tee) was performed and the valve appeared well seated in the aortic position with an ejection fraction of 55-60%. The valve leaflets were not well visualized; however, severe central regurgitation was present. The peak gradient was 30 mmhg and the mean gradient was 16 mmhg. Four days later, a repeat tee was performed and confirmed regurgitation with a small echodensity with independent motion seen at the ventricular aspect of the anterior leaflet which was suspicious for vegetation due to a recent bacteremia, however, thrombus was not ruled out. A diagnostic coronary angiogram was performed in preparation for a planned surgical aortic valve replacement with coronary artery bypass graft. No additional adverse patient effects were reported. Additional information was received that indicated endocarditis was not present as all blood cultures remained negative and no thrombus was observed on the valve. The valve was surgically explanted and the severe aortic regurgitation was resolved 15 days following onset. No additional adverse patient effects were reported. Additional information was received that a non-medtronic surgical aortic valve replacement was performed along with the valve explant.

Manufacturer narrative:
Imaging review: a transthoracic echocardiogram (tte) dated (B)(6) 2024 was reviewed. Suboptimal image quality was noted. The prosthetic atrioventricular (av) leaflets were poorly visualized. The av mean and peak gradients were approximated at 14 millimeters of mercury (mm hg) and 28 mmhg respectively. The peak velocity of was approximately 3 meters per second (m/s). Central aortic regurgitation appeared severe with color doppler. Pressure half0time (pht) was 376 milliseconds (ms) consistent with moderate aortic insufficiency (200 ms to 500 ms is moderate). Moderate mitral regurgitation and mild tricuspid regurgitation were noted. The ejection fraction (ef) was approximately 60-65%. A transesophageal echocardiogram (tee) dated (B)(6) 2024 was reviewed. The implant depth appeared deep. Prosthetic leaflet fluttering and prolapse suggested a torn leaflet. Severe central aortic insufficiency, mild to moderate mitral regurgitation, and mild tricuspid regurgitation were noted. Product analysis: the valve was received fully submerged in clear 0.2% glutaraldehyde solution in an explant kit. Visual inspection showed the overall outflow of the frame partially bent but no evidence of damage or fractures. Host tissue was observed on the frame and skirt. Leaflets 1 and 3 were in the closed position. Leaflet 2 was in the open position. All leaflets were slightly stiff but flexible except where host tissue extended on the outflow. A large tear in leaflet 3 adjacent to the l2-l3 commissure appeared to be associated to restricted leaflet movement due to host tissue overgrowth. The l1-l2 and l1-l3 commissures were intact. A tear was observed in leaflet 3 along the l2-l3 commissure. Glistening off white pannus lines the inflow skirt, extending over the inflow margi n of attachment (moa) and 1 to 2 mm onto the inflow of all cusps slightly reducing the inflow orifice area. Pannus was noted on the frame and skirt, with remnants on the outflow aspect of the frame extending over all commissures, slightly onto the free margins, to the outflow margin of attachment adjacent to leaflets 1 and 2. An unknown amount of pannus appeared to have been removed from the outflow during explant. Radiography showed no evidence of mineralization and/or frame fractures. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected/updated data: b5, b7, h6 analysis summary: the results of the returned product analysis are pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated volume overload was present. The intravenous diuretics improved the patient¿s breathing and supplemental oxygen was no longer required.